Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that on (B)(6) 2025 the end-user experienced hypoglycemia with blood glucose (bg) levels reading low overnight. The end-user was found unconscious and was treated by ems, who stabilized bg and provided dietary recommendations. The end-user was not hospitalized, and no long-term effects were reported.